Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an auto-off alarm. The customer's blood glucose (bg) was 400 mg/dl. The customer resumed insulin and a correction bolus was delivered to address the bg level. Tandem technical support assisted the contact with turning the alarm off and advised the contact to discuss the alarm change with a healthcare provider. The contact acknowledged the information.